Manufacturer narrative:
The tech replaced the end tube and the ratchet rivets to repair the bed.

Event description:
Info received indicates the right siderail will not latch due to a broken end tube.